Event description:
Event description boston scientific crm received information that this pacer-dependent patient experienced syncope. Evaluation confirmed somewhat reproducible loss of ventricular capture, no r-wave measurements, and consistent thresholds within normal ranges. In a revision, a loose setscrew was retightened, and satisfactory lead measurements were confirmed. One week later, the patient returned after another syncopal episode. Manipulation and isometrics did not reproduce non-capture, however they did create a 6 second loss of telemetry with induced syncope. In another revision, the physician was unable to reproduce any performance issues or find any lead integrity issues via x-ray. The device was then explanted, and the right ventricular lead was surgically abandoned without any additional advsere patient effects.